Event description:
Livanova deutschland received a report that the electronic gas blender (egb) accuracy was outside the measurement range. The event was detected during maintenance inspection. There was no patient or user impact.

Manufacturer narrative:
D4: unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender (egb). The event occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.